Manufacturer narrative:
An investigation was conducted for one pharmaceutical customer complaint related to two (2) bact/alert® inst culture bottles (ref. 259785) lot numbers (listed below) and a lack of 100% recovery when multiple bottles were seeded with bioball® multishot 550 clostridium sporogenes nctc 12935: lot number 0001055662, expiry 22apr2021; lot number 0001054630, expiry 21oct2020. Testing was performed on different dates on the bact/alert 3d (serial number (B)(6)) at an incubation temperature of 32.5°c. An instrument data backup was not provided for evaluation but photos of three bottle graphs were provided. There was no impact or harm to a patient, as testing was a seeded study performed for validation purposes prior to routine use. The investigation did not identify a definitive root cause for the bact/alert inst bottle to have a lack of 100% recovery in multiple bottles that were inoculated. There was insufficient information provided by the customer to determine the definitive root cause for the incident. No evidence of inst bottle malfunction was revealed by the investigation. The investigator reviewed the bottle instructions for use (IFU), and determined them to have adequate directions for the user. The bioball multishot IFU was also reviewed and deemed adequate; in addition, the bioball website has videos posted for user reference. Queries of the manufacturing data, and the complaint data do not reveal any adverse trend for any issue related to failure to grow clostridium sporogenes. The customer lots are now expired and no similar complaints were received for the two lot numbers. Review of the manufacturing records show that the two bact/alert inst culture bottle lots 0001055662 and 0001054630 met all quality control and release criteria; there was no evidence that would contribute to low recovery of clostridium sporogenes. Biomérieux uses two strains of clostridium sporogenes for release testing of all inst bottle lots. One strain is the same strain used by the customer. The qc data in the batch records for the two lots was very similar to the data published in table 1 of the inst bottle IFU. The investigator also reviewed the complaint data for the bioball® multishot 550 clostridium sporogenes nctc 12935 product, and saw no evidence of an adverse trend for this product. The investigator used the fishbone diagram (ishikawa method) for the root cause analysis. There were two most probable contributors based on customer information: 1. Measurement - the inoculum (cfu/bottle) of viable organisms into the bottle was too low 2. Components/materials - large inoculum needle size (18 gauge) allowed more air to enter bottle and can inhibit growth of anaerobes there were four potential contributors to the root cause; however, no information from the customer was provided to confirm: 1. Components/materials - inoculum mixed: customer must mix inoculum prior to injection into each bottle to insure even suspension. 2. Method/process - the user¿s procedure and technique must detail how to avoid oxygenating the anaerobic bottle. 3. Environment/facilities/mother nature - the bioball kit must be stored at the appropriate temperature, and thawing/refreezing of the kit must be avoided. 4. Manpower/personnel - customer must use good techniques to avoid oxygenating the bottle during inoculation. The customer did state they used a larger bore needle with some bottles, and a smaller needle with others. A smaller gauge needle (>/= 23 gauge) makes a smaller hole in the stopper and allows less air to enter. The hole reseals quicker and also prevents air leakage into the bottle. A best practice is to hold the syringe and needle vertically, and not allow the needle to lean. This avoids stretching the needle hole and prevents venting of the bottle. Presence of oxygen in the bottle would inhibit the growth of clostridium sporogenes which is a strict anaerobe. This is one possible root cause for the lack of 100% recovery in all bottles tested. The plate counts were not stated, nor were the negative bottles sub-cultured. However, the bottle graphs and photos shared by the customer support that these bottles were true negatives. If the bioball kit is removed from the freezer and allowed to thaw before returning it, this could degrade the product and reduce the number of viable organisms. A best practice is to only remove the vials needed for testing and not the entire kit. Each vial is fully labeled with detailed product information. Another best practice is to mix the inoculum suspension prior to each bottle¿s inoculation. This prevents the bacteria and spores from settling and causing variance in the cfu/ml. The investigator also recommended the following to the customer: document bioball batch number and type/batch of rehydration fluid used; verify customer is following bioball IFU; verify if any sample is added and if so, if it contains any possible inhibitors to microbial growth (e.g. Antimicrobials). The investigation did not find evidence that the bact/alert inst culture bottle lots 0001055662 and 0001054630 were the root cause for the complaint issue. The inst bottle is tested with two different strains of clostridium sporogenes prior to release, and the bottle has stability testing performed that shows the media has growth performance one month past expiration date. Anaerobic seeded studies are more challenging to perform. Using the recommended best practices above should allow a successful result on repeat of the seeded study. Biomérieux will continue to monitor similar complaints for this issue.

Event description:
A customer in (B)(6) notified biomérieux of obtaining negative results for bact/alert® I nst bottles (ref 259785, lot 0001054630) after inoculating the bottles with clostridium sporogenes nctc® 12935¿ (atcc® 11437¿). Additional information was requested from the customer regarding the purpose for the testing with the clostridium sporogenes nctc 12935 strain and it was determined that the customer was performing growth promotion testing. It has not been confirmed if the customer was performing these tests as part of a validation study. As this was growth promotion testing with clostridium sporogenes nctc® 12935¿, there is no patient involved. The bact/alert® I nst bottles (ref 259785) are industry only products. However, the bact/alert® sn bottle (ref 259790) is an equivalent product that is intended for clinical (ivd) use. Industry bact/alert® bottles contain the same culture medium formulation and are manufactured in the same lot as clinical bact/alert® culture bottles. Therefore, this event will be assessed taking into consideration the ivd equivalent product. A biomerieux internal investigation will be initiated.